Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed or reproduced. Based on the results of the investigation, the root cause of the output issues found during inspection are due to a faulty psu and sprf (circuit) board. These components likely failed due to general wear and tear over the multiple years. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the electrosurgical generator had an error message for check irrigation/ electrode (error 400). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.